Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the investigation results, distal end was burnt, could not be identified. Could not conclusively specify the root cause of the suggested event. We could not specify the cause of occurrence from the obtained information. However, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the distal end burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.